Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown cable/wire: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10/d11: concomitant medical products: date of concomitant therapy is (B)(6) 2022. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from india reports an event as follows: on (B)(6) 2022 the patient met with a road traffic accident through bike and sustained injuries, head and pelvic fracture. The injuries are like head injury, diffuse traumatic subarachnoid hemorrhage, left orbital wall fracture and patella/left hip fracture. On (B)(6) 2022 the patient underwent (1st component) open reduction & internal fixation with tension bond wiring for left patella. (2nd component) orif recon plate for anterior column left acetabulum. (3rd component) orif with recon plate posterior column left acetabulum. On (B)(6) 2022 the distal femur pin applied due to the surgeon did not properly used the c-arm and ignore the component left patella which led to the implant got failed due to discrepancy reduction and using pins for temporary solution/treatment. On (B)(6) 2022 left frontal burr hole evacuation of subdural collection & placement of subdural reservoir. On (B)(6) 2022 the patient underwent (2nd component of 1st surgery) revision acetabulum with ao posterior plate. Anterior quadrilateral plate and ao buttress plate (re-do of 3rd item of the 1st surgery due to the fracture reduction got failed with a stiffness of left hip joint spine reformity. This complaint was created to capture the failure near the patella requiring an additional surgery. This report is for an unk - cable/wire: trauma. This is report 1 of 4 for (B)(4).